Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), and batch: 20134711/21680426.

Event description:
It was reported that the patient had difficulty charging the ipg as the site gets hot during the charging session. Database analysis revealed that the charging log shows poor ipg to charger coupling or alignment. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.